Manufacturer narrative:
Result of investigation the device intended for use in treatment has been returned and evaluated. The visual inspection found damage to the rear case. The functional evaluation established a relationship between the complaint reported and the device. The device did not display the alarm message, the analogue control board was found to be defective, preventing the user from seeing which alarm was being displayed. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history has been reviewed and similar instances have been recorded in the previous four years, however at this time no further actions are deemed necessary in relation to this complaint. This investigation has now been closed and recorded as analogue control board failure. In parallel we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customers and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported during npwt utilizing a renasy ez, an audible alert was triggered but the device failed to indicate which was the alarm associated because the lights did not lit. Even when the negative pressure was confirmed, the treatment was continued using a back-up device. There was no patient harm. No delay. The device has been returned.